Event description:
Pts mom reports there is a mini spike malfunction and mom is unable to draw up meditation. She tried on 2 vials & it finally worked on the 3rd. Unknown if pt missed a dose; no adverse reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.